Manufacturer narrative:
Initial.

Event description:
It was reported that the user received a pairing failed notification for a freestyle libre 3 plus sensor and, after being advised to rescan, confirmed the warmup period and resumed use, consistent with an intermittent communication failure associated with the antenna/electrical and magnetic components. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided. Investigation of this case revealed an interoperability issue that aligned with intermittent communication failure and implicated the antenna as the involved device component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.